Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b31 (scope communication error) occurs due to damage to the imaging section a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: imaging device was damaged by physical stress applied to the curved part, causing the event to occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex scope's image blacks out when angulation is applied. The issue was found during inspection for use. There were no reports of patient harm reported.